Event description:
It was reported that the customer was hospitalized in the intensive care unit on (B)(6) 2014 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 325 mg/dl. Customer was treated with insulin drip and manual injections. Customer's blood glucose levels at the time of the call 90 mg/dl. It was also reported that the customer received a no delivery alarm. Troubleshooting occurred. Advised insulin pump would be replaced. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarms were noted. The insulin pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. No excessive no delivery alarm was noted. The insulin pump was programmed with a ten unit bolus and was monitored. The bolus was delivered and recorded properly in the bolus history screen. No bolus anomaly was noted. The insulin pump had minor scratches on the display window, cracked display window corner, and a cracked reservoir tube lip.